Event description:
It was reported that stent damage occurred. The 90% stenosed, 30mmx2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device manufacture date to 08/29/2017. Device evaluated by MFR.: promus element, mr, ous 2.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage and stent movement, with stent struts pulled in a distal direction past the distal markerband, as far as the proximal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30mmx2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.